Manufacturer narrative:
D1 brand name was updated.. Hemodynamic instability: the cause of the injury was unable to be determined as insufficient clinical details were provided. Failure to advance: the cause of the failure to advance was unable to be determined as insufficient clinical details were provided. Pd-catheter-(twist, bent, kinked): the cause of the product damage was unable to be determined as insufficient clinical details were provided.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting for high-risk pci (hrpci) with a history of coronary artery disease (cad). After removal of the red finder catheter, the team wired the impella through the pigtail. Following insertion of the device through the sheath, the impella catheter was noted to be kinked near the motor housing. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.